Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure to treat upper gastrointestinal tract hemorrhage performed on (B)(6) 2024. During the procedure, after the ligator was placed onto the scope and inserted into the patient, an attempt was made to ligate the varicose vein. The first band did not deploy, and then the remaining bands became entangled and could no longer be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.